Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleges that the left front caster has a flat spot in it and also the left front headtube hardware has missing screws and bushings.